Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient had their controller backup battery replaced after ebb fault alarm presented. The patient is in the hospital for elevated ldh on a heparin drip, but is asymptomatic, and there were a series of low power events in the log file on (B)(6) 2020. The patient had no external power alarms, but there was no interruption in lvad therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported event was determined to be from a power outage, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 02nov2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the no external power was caused by the patient's house losing power, and the mobile power unit had a v-lock connector.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review spanning approximately 38 days (B)(6) 2020 per timestamp). On (B)(6) 2020 at 08:04:50 there was a no external power alarm while connected to the mpu due to a loss of ac power. The backup battery provided power during this event. This event cleared when ac power was restored. There were no other notable alarms in the log file related to the reported event. Additional information communicated on 22jan2021 indicated that the customer is not able to provide any further information regarding the reported event, including product return status. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records for the heartmate mobile power unit (mpu) could not be reviewed due to the serial number of the mpu being unavailable. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.